Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: black box review revealed no evidence of short battery life. A low-battery warning was seen in the black box data dated (B)(4) 2013 due use of a discharged battery. A corroded ¿aerocell¿ battery was returned with the pump. Moisture corrosion was observed in the battery canister. The battery compartment was noted to be cracked at threads down to the finger pad. The battery cap that was returned with the pump was undamaged and able to fit securely on the pump. The pump failed a leak test due a battery compartment leak. On testing, the pump powered on and displayed the verify screen per normal operation. The unit was successfully primed and exercised for 24 hours without issue. External power supply confirmed all electrical current draws were within specifications. The pump cover was removed for investigation and revealed no evidence of moisture inside the pump on the interior components.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump emitted a call service alarm at 12:04, followed by a low battery alarm at 12:09 and then a replace battery alarm at 12:10. The distributor reported that the patient believed insulin delivery stopped after these alarms occurred. The battery that was in the battery compartment at the time of the alarms was reported by the distributor to be corroded, indicative of moisture damage. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery life with moisture damage issue remained unresolved with troubleshooting.